Manufacturer narrative:
Continued e.1 phone number: +39-06-33775692. Continued e.1 fax number: +39-06-33776691. Article citation: di pompeo, f.s.; panagiotakos, d.; clemens, m.w.; firmani, g.; kolasinski, j.; sorotos, m. Evaluating breast implants characteristics and replacements in bia-alcl onset: a multicenter case-control study. Plast. Reconstr. Surg. 2026, https://doi.org/10.1097/prs.0000000000013162. Corresponding author full contact information: fabio santanelli di pompeo, md, phd full professor of plastic surgery faculty of medicine and psychology, sapienza university of rome azienda ospedaliera sant¿andrea ¿ u.o.c. Chirurgia plastica via di grottarossa 1035-1039, 00189 rome, italy tel. +39-06-33775692 - fax. +39-06-33776691. Email: fabio.santanelli@uniroma1.it. Https://orcid.org/0000-0002-1217-3668. Instagram handle: @diepflap.it. Additional contributing authors: 2 demosthenes panagiotakos, phd, 3 mark warren clemens, md, mba, 1 guido firmani, md, 4 jerzy kolasinski, md, phd, 1 michail sorotos, md, phd. 1 chair of plastic surgery, faculty of medicine and psychology, sapienza university of rome, department of neuroscience, mental health and sense organs (nesmos), sant'andrea university hospital, rome, italy. 2 school of health sciences and education, harokopio university in athens, 70 el. Venizelou, 17676, athens, greece. 3 department of plastic surgery, the university of texas md anderson cancer center, houston, texas, USA. 4 klinika kolasinski, staszica 20a, 62-020 swarzedz, poland. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture, bia-alcl.

Event description:
Literature review ¿evaluating breast implants characteristics and replacements in bia-alcl onset: a multicenter case-control study¿ reported ¿confirmed bia-alcl cases¿, ¿cd30+ and alk-¿, ¿monoclonal t-cell proliferation¿, ¿t-cell receptor (tcr) rearrangement¿, "rupture", "capsular contracture" and "local inflammation". This record is for the left side. Device was explanted. This article involved 45 patients with a mean age of 39 years old.